Event description:
It was reported the patient was having issues using the patient programmer to communicate with the device and make adjustments to the stimulation parameters. The patient had to turn stimulation off at night to sleep and she was concerned she was unable to do that at times. It was also reported that the patient had a broken lead. The stimulation did not work from the lead. This issue was verified at a health care provider (hcp) visit on (B)(6) 2012. The reason for the break was not known. No falls or traumas were reported. The device was reprogrammed and the patient was using program 1 after (B)(6). Coverage was on her left buttock and bike seat area. The stimulation worked great until (B)(6) 2012, and then the stimulation moved to the front and she was no longer able to use that program. The patient was only going to use program 2. Program 3 was available but stimulation was "coming from her left knee." The patient stated that she was very happy with therapy. The patient thought she would have the ins replaced in (B)(6) 2012 due to the battery life getting low. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 355018, lot # w59865, product type accessory; product ID 3093-28, lot # v203935, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).